Manufacturer narrative:
Evaluation is pending upon completed investigation of the product.

Event description:
The surgeon realized there was a crack in the ardis implant when placing it in position l5-l4 by impaction. No part of the ardis implant device was left in the surgical site. The surgeon was unable to finish the surgery with the intended product, there was no surgical delay. Additional information received from the sales representative and translated on (B) (6) 2010: this implant failure probably happened because of an inappropriate screwing of the implant on the implant holder. This implant was slightly "off axis" during its insertion by impaction.